Manufacturer narrative:
Field service engineer (fse) troubleshoot fluoro complaint, but was not able to reproduce the problem. Fse checked connections, switches, and foot switch functions and verified proper operation per the minor portion of the hydrvision dr system service checklist. Unit returned to full service.

Event description:
Customer states the table lost fluoro in the middle of an unknown patient procedure. The physician was able to finish the procedure with rad shots. No further patient or procedural information provided, other than to say the patient is fine. No patient injury.